Event description:
It was reported that an ilet pump¿s touchscreen and casing split while the user was removing the device from its case for cleaning, exposing the internal components; the device was described as still functional but no longer watertight, and a replacement was arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included continued therapy guidance to back up insulin delivery if needed and continued cgm use with dexcom app or receiver, with no hospitalization. Investigation included complaint intake, product replacement logistics, and return request for evaluation. Investigation of this case revealed external damage to the touchscreen and enclosure consistent with mechanical stress to the display assembly and housing. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.